Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation revision with a mentor memorygel breast implant 300cc has experienced breast implant rupture on the right side after significant pressure applied during the ultrasound on (B)(6) 2021 and complicated by pain & burning in the right breast area. It was also reported that the patient has developed granuloma in the right axilla region confirmed by ultrasound. At this time, mentor has received no information regarding explantation or an expected explantation date.